Manufacturer narrative:
(Original aware date is (B)(6) 2019). Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was concluded the lead had perforated the heart some.

Manufacturer narrative:
Concomitant medical product: 407645, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that following the implant of the pacemaker system, "I was hurting real back in my back and through my chest. Every time I would move it was hurting left side in my chest, underneath my left boob. Friday morning I woke up and had excruciating pain. There [were] sharp pains coming from underneath my breast. I had to be rushed back to the hospital." The patient also noted heart rate jumping from 70 to 80 and then drop to 30, and that a manufacturer's technician "said it wasn't working or something. She had to go back in there and turn it off. She said there was a screw backed out of the bottom lead and into my heart and it was shocking me every time my heart would be." Follow-up for more information has been initiated, and any additional relevant information received will be provided. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.